Event description:
According to the reporter: the patient alleged injury. She experiences mesh exposure, infection, pain, urinary problems, incontinence, mesh erosion, vaginal scarring, occasional pain during intercourse, and she needs corrective surgery.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4).